Event description:
Sorin group (B)(4) received a report that when the level sensor of the s5 system alarmed the pump did not stop. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in hosp (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The system was returned to sorin group (B)(4) for evaluation. Testing of the returned system with various configurations and adjustments for several weeks found no faults or deviations. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed.